Event description:
It was reported that data was collected for the safety and performance of the esprit below-the-knee (btk) rapid exchange (rx) and over-the-wire (otw) systems via a physician survey. The adverse events (aes) for esprit rx had an overall weighted device-related adverse event (ae) rate of 1.8%. Rx aes as reported by the physicians were related to occlusion. For the esprit btk otw delivery system, the overall weighted device-related ae rate was 0.5% which was related to thrombus as reported by the physicians as well. There were no device-related reports of dissection, perforation, or embolism. Physicians were asked to report on how often the device performed as intended (defined as successful delivery and deployment of the esprit btk scaffold to the intended target lesion, and successful withdrawal of the delivery catheter) in the past 30 days. As shown in table 7, the weighted average performance rates were reported to be 97.1% and 99.3% for the rx and otw delivery catheters, respectively. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The investigation determined a conclusive cause for the reported failure to advance, activation failure and difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated event date: 08/12/2025. D4: the UDI # is not known as the part and lot number were not provided. The reported patient effects listed in b5 are being filed under a separate medwatch report number. The esprit otw device listed in b5 is also being filed under a separate medwatch report number.